Manufacturer narrative:
Device evaluation summary : device evaluation of monitor (B)(4) has been completed. Upon evaluation, the monitor underwent a reset during incoming functionality testing. The cause of the problem was isolated to the defibrillation pca. Root cause of the defective defibrillation pca is unknown at this time. An internal corrective action has been initiated to investigate root cause. No adverse event resulted from the defective monitor.

Event description:
While investigating monitor (B)(4) for an unrelated issue, the monitor was found to be unable to pass incoming functionality testing.